Event description:
The following was reported by the patient via maude event report ((B)(4)). On (B)(6) 2007 - the patient underwent hernia repair procedure with a perfix plug. On (B)(6) 2010 - the patient reported to start having problems. Per the patient, the md could not find the source of pain so "he explored and found that repair had grown into sperm tube nerve and formed a hard block and could not be fixed so he clipped the nerve and removed the left testicle and sperm tube, the hernia was repaired again differently".

Manufacturer narrative:
We cannot contact the initial reporter as contact information was not provided. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient reports complications three years post implant of perfix plug. Currently, medical records have not been provided and the complainant did not provided contact information for additional information requests. Product identifiers have not been provided, therefore a manufacturing review is not possible. With the limited amount of information, no conclusion can be drawn.